Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4) .

Event description:
It was reported that the patient was showing withdrawal symptoms with no change in prescription and rate. The patient had increased spasticity and underdose symptoms of itchiness and twitching. The patient was hospitalized. The pump logs were checked. The physician removed the medication from the pump and replaced it with newly ordered medication in order to have the lab test the removed medication to check the prescription accuracy. The physician also gave the patient a bolus and increased the simple continuous rate by 10%. It only provided 1-2 hours of relief. A dye study was planned for (B)(6) 2014. The patient status was reported as ¿alive - no injury¿. The device system was delivering compounded baclofen (2000 mg/ml at 449 mcg/day). It was later reported that the pump was replaced because every month the patient was having withdrawal symptoms. No motor stalls were noted in the pump logs. It was later reported that the patient symptoms were due to ¿pump failure/underinfusion¿. The dye study ¿seemingly confirmed¿ catheter integrity. The pump logs were normal. The cause of the event was still unclear. Following the replacement, the patient¿s therapy was restored; the patient was satisfied without symptoms of withdrawal.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the 8709 catheter revealed catheter body hole or tear caused by catheter connector pin.